Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred causing the customer to experience a blood glucose (bg) level of 517 mg/dl with moderate ketones. The customer administered a correction bolus via the pump to address the bg. The customer performed a supply change to address the issue. Subsequently, it was reported that the cartridge was leaking from the patient line with multiple cartridges. The customer loaded a new cartridge to address the issue. During troubleshooting, it was found that the pump time was incorrect. Tandem customer technical support assisted the customer with correcting the time. Upon follow-up, the customer confirm bg level was 336 mg/dl.